Event description:
A report was received that the patient was experiencing a burning sensation and pain at the pocket site. The physician believed that the skin was thinning at the pocket site. The patient was also experiencing lead site discomfort. The physician noticed that the lead anchor had shifted due to a broken suture and the eyelit of the anchor was pointing straight up poking the patient. The physician revised both the ipg and lead sites and antibiotics were prescribed as a precaution.

Manufacturer narrative:
Additional suspect medical device components involved in the event: model#:sc-4316 lot#:14304803 model description:clik anchor (set of 2) model#:sc-2218-70 serial#:(B)(4) model description: linear st lead with preloaded enhanced stylet - 70 cm it is indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the device history records will be conducted. If there is any further relevant information from that review, a supplemental med watch will be filed.